Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead returned.

Event description:
It was reported the patient received six inappropriate shocks due to t-wave oversensing. The lead impedance was high, 2912 ohms, and there were a high number of short v-v intervals, indicating oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.